Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst commented the battery status showed used battery capacity of 1590 mah; device battery longevity was not calculated due to programmer software and not expecting used battery capacity greater than the assumed maximum deliverable battery capacity of 1550 mah.

Event description:
Further information was obtained, which indicated the ipg was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported during a device check, a safety warning appeared on the programmer screen, which indicated the implantable pulse generator (ipg) exhibited a error in calculation of the battery longevity and an incorrect remaining longevity was observed. The ipg remains in use. No patient complications have been reported as a result of this event.